Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an ffr comet pressure wire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed multiple small bends throughout the wire shaft. The tip showed a bend. There was some peeled coating located 177cm from the tip. The occ handle was connected to the ffr link for signal verification. The signal was present as designed. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire to the test equipment. The wire was inserted into the pressure chamber test equipment and the pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed. The coefficient was confirmed to be in specification.

Event description:
It was reported that a comet device returned. A comet device was returned without an allegation against the performance of the device. Additionally, no patient injuries were reported in relation to this event. However, returned device analysis revealed peeled coating.